Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller stated that the patient's back has been hurting awful bad and they are not seeing that the device is working. Caller stated they are trying to connect to the patient's implant but they are getting a message that they are able to connect. Agent walked caller through connecting the handset and communicator to the implant. Caller was able to successfully connect and turn therapy on. Patient was on group c and stimulation was off. Patient representative tried increasing the intensity on group c and patient could only feel it on their legs. Caller switched to group b and increased the stimulation to a comfortable level. Patient stated they were feeling the stimulation in their thigh, butt, and a little tingle on their back. Patient switched to group a and continued to feel stimulation in their leg and butt. Patient rep switched back to group b since it was the closest one to reach the patient's back. Patient will continue to monitor symptoms. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue if issue persists. Agent reviewed recharging functions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.